Event description:
It was reported the device leaked. No patient injury reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2017-10-18 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, gouges on enclosure, and damaged power switch. Functional testing found the device leaks from crack in the tank cover due to overtightening, confirming the customer complaint. The reported failure resulted from a water tank leak caused by a cracked tank cover due to a known bowing issue addressed through an internal scar and the device was built pre-corrective action. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received which stated the issue was discovered during preventive maintenance. No patient involvement.